Manufacturer narrative:
Date of event: as the date of endoleak identification is unavailable, but was reported as (B)(6) 2019, the date of event has been estimated to be (B)(6) 2019. The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis include, but are not limited to, endoleak and reoperation.

Event description:
On (B)(6) 2019 the patient underwent emergency endovascular treatment using two conformable gore® tag® thoracic endoprostheses for imminent rupture of a descending aortic aneurysm. On an unknown date in (B)(6) 2019 a distal type I endoleak was noted. On (B)(6) 2020 the patient underwent reintervention to treat the endoleak. An additional conformable gore® tag® thoracic endoprosthesis was deployed to extend the initial implanted device distally. The endoleak was resolved. The physician stated that there was a possibility that the landing in the distal aortic neck might have been insufficient because the initial procedure was emergent. No aneurysm enlargement was reported. The patient tolerated the procedure.